Manufacturer narrative:
Product event summary: it was reported the controller dc adapter was not providing power. The controller dc adapter was returned for evaluation. The device associated with this product event was initially returned to the product analysis lab on (B)(6) 2015, but remains unaccounted for. An investigation was opened to determine the whereabouts of the device. As a result, the device is unavailable for analysis. A review of documentation records confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events similar circumstances were considered; a possible root cause of the inability of the controller dc adapter to provide power may be attributed, but not limited to an open circuit along the output cable or output connector. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller dc adapter was not providing power to the controller. The controller dc adapter was replaced. No patient complications have been reported as a result of this event.